Manufacturer narrative:
Concomitant medical products: 4068-52 lead, implanted: (B)(6) 1996. Product event summary: the device was returned and analyzed. No performance issues were noted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shoulder stimulation when the capture management would run the nightly threshold test. It was noted that the right atrial (ra) lead exhibited low impedance, noise and signs of a possible fracture. The ra lead was explanted and replaced. The right ventricular (rv) lead and previously capped rv lead were returned to the manufacturer, analyzed, and tested out of specification. It was further reported that the implantable pulse generator (ipg) system was removed due to infection. No further patient complications have been reported as a result of this event.